Manufacturer narrative:
Correction: section h6: component code should have been " 4755 - part/component/sub-assembly term not applicable" instead of "3079 - patient lead."

Event description:
It was reported that during a procedure to replace the right ventricular (rv) lead for noise, the physician was unsure if the noise observed may have also been related to a header issue on the pacemaker. The pacemaker was explanted and replaced. The patient was being monitored.